Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The distal coupler was displaced and the pellethane tubing was corrugated and torn exposing the internal components. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device entanglement remains unknown.

Event description:
During an atrial fibrillation procedure, device entrapment occurred. As the physician advanced back into the left atrium and the sheath over, he felt the sheath "snap". It was also observed that the mapping catheter looked "kinked" on fluoroscopy and ensite and was stuck on the broken sheath. The sheath was carefully pulled back, several attempts were made to free up the catheter but the sheath and catheter were removed with no intervention needed. Upon removal, the catheter showed signs of damage. The physician reports there was not a lot of torque on the sheath, that it broke easily. The devices were both exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI related data quality updates only. Additional information: d4, g3, h2, h11.